Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the screwdriver¿s distal tip. Also, returned was an expedium 7x45mm polyaxial screw which has the second half of the broken tip embedded in the hexlobe feature of the polyaxial screw tulip head. The broken screwdriver was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal tip of screwdriver broke off in the head of the pedicle screw. Distal tip remained in the pedicle screw but pedicle screw was removed and will be returned along with the screwdriver. This incident occurred upon insertion the pedicle screw. No patient consequence. Procedure was only delayed for a few minutes. No charge. Po for replacement of the screwdriver and screw is (B)(4). Patient consequence? No.